Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Mobile view station (mvs) pc replaced due to intermittent no boot condition. Pc continuous cooling fan had also been recognized as an issue with this system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs computer server was returned to the manufacturer for analysis. Investigation confirmed reported problem "fan runs continuously." Hard drives were required to be surrendered to site, therefore further testing related to booting is unable to be performed. In addition, due to lack of hard drives, virus scan and patient data removal was not performed. The hardware investigation found that there was a computer failure mode; fans run continuously. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that the mobile view station (mvs) on the imaging system does not fully boot. The mvs computer fan appears to be running and the the 'line power' but the monitor does not display any graphics indicating that the unit has booted up. There was no patient present when this issue was identified.